Event description:
The manufacturer received information alleging a 'circuit disconnect' alarm occurred continuously on a trilogy evo ventilator even after the circuit was replaced. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the reported issue was not duplicated by an operational check. The device's error log shows that although the 'circuit disconnect' alarm occurred, there was no record indicating that the alarm did not stop occurring. A 'circuit leakage' alarm was found to be reoccurring in the device's error log. It is noted that the reported issue may have been referring to the 'circuit leakage' alarm, and not the 'circuit disconnect' alarm. The service technician states that the active exhalation control module (aecm) test verification resulted in a failure. The failure occurred due to a clog in the exhalation valve circuit filter and contamination inside the airflow delivery circuit. Given the results, it was determined that the leak occurred due to contamination inside the exhalation valve circuit, which continuously generated the 'circuit leakage' alarm. It was also determined that the 'circuit disconnected' alarm was caused by the leak or was recorded at the replacing of the circuit. The proportional valve, 3-way solenoid valve, system printed circuit assembly (pca) board and inline filter were repaced to resolve the issue. Due to the dirt that was found, the flow sensor, blower assembly, and muffler assembly were replaced. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.